Manufacturer narrative:
H10. H3, h6: the device, used in treatment, was not returned for evaluation. We could not establish a relationship between the device and the event reported or determine a root cause on this occasion. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance, therapy will still be delivered. Probable causes include: kinks, leaks and blockages. The instructions for use has been reviewed and offer further guidance with regards to false alarms. A clinical investigation concluded: although it was communicated that the reported issues caused a two and a half hour delay, it was noted via e-mail that the delay did not result in any patient harm. After the reported failure of the renasys system the treatment was continued with a different brand. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. A review of the associated batch manufacturing records could not be carried out as no batch/lot number was provided. However, we have no reason to suspect that the product did not meet specifications at the time of manufacture. The complaint history review found further instances of the reported event in the past years. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the client was treating a thoracic dehiscence with a renasys g drain canal kit. This is a customer with a lot of training and experience in the application of our products. After the installation of the system it immediately gave false alarm of full reservoir. The dressing was empty and apparently working well. Then the customer replaced the reservoir and used a different batch unit and the false alarm also went off. She changed the reservoir again, in this case for a 800ml unit and returned to give false alarm. She changed equipment and used a machine coming directly from spain with the revision made and the false alarm continued. The client had to disassemble the entire dressing and use a concurrence system. In all this process the client spent more than 2:30 hours. All canisters were the optimized ones.